Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states he caught his arm in a door jam when his. Chair slowed and sped up veering into the door jam. He showed dealer a substantial bruise on his forearm, elbow, and biceps. He claims it was due to a malfunction of the joystick.